Event description:
It was reported that the biomed had the arctic sun device that was sent down for an alert 2. Per additional information updated from ttm on (B)(6) 2025, biomed needs help troubleshooting low flow alert. Per review of wo on (B)(6) 2025, biomed did not have the shunt tube to test the flow with, they will call back later. Per follow up information received via phone on (B)(6) 2025, received a call back from biomed who confirmed shunt was attached and no further issues. They were unsure where the device came from.

Manufacturer narrative:
The reported issue was confirmed. The root cause could not be definitively identified. Per additional information updated from ttm on (B)(6) 2025, biomed needs help troubleshooting low flow alert. Per review of wo on (B)(6) 2025, biomed did not have the shunt tube to test the flow with, they will call back later. Per follow up information received via phone on (B)(6) 2025, received a call back from biomed who confirmed shunt was attached and no further issues. They were unsure where the device came from. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for an alert 2. Per additional information updated from ttm on 12may2025, biomed needs help troubleshooting low flow alert. Per review of wo on 14may2025, biomed did not have the shunt tube to test the flow with, they will call back later.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.